Manufacturer narrative:
The insulin pump failed the displacement test due to motor encoder signal out of phase. Unable to perform excessive no delivery test due to motor anomaly. The insulin pump was received with operating currents within specifications and passed self-test, a21 error test and rewind. The insulin pump was received with minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump received no delivery alarms during the fixed prime process. The patient's blood glucose at the time of incident was 280 mg/dl. Troubleshooting was initiated. The customer was able to successfully deliver a 5-unit fill cannula without incident. The cannula was inspected and it was not bent. A displacement test was performed and the device failed. The insulin pump will be returned for analysis.